Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 43 mg/dl while wearing the pod on the leg for between 4 and 24 hours. The patient was treated with carbs, juice, glucagon shot and intravenous therapy. The pod was removed at the hospital and discarded. The patient was discharged from the hospital after two days.